Event description:
The following was reported to hamilton medical ag: - hamilton medical ag received the following incident description: "the intellicuff device alarmed and a led light flashed, try to press switch off but can not off". - this was noticed in the preparation stage before usage. - there is no patient involvement reported. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation is ongoing.